Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of cannula unsure properly inserted. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone15.4 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was greater than 400 mg/dl after wearing a new pod between 1 and 4 hours. The patient stated during a routine appointment with the healthcare professional (hcp), the issue was discussed, and the hcp believes the cannula may have been inserted at an incorrect angle.

Manufacturer narrative:
The device was received for evaluation and there was no damage observed that would contribute to the report of unsure properly inserted the cannula. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The cause of the reported issue could not be determined.